Event description:
It was reported that the patient could not tolerate the pain in her hands, so she tried to use the patient programmer to decrease stimulation. The programmer displayed an "in the box (itb)" icon and the patient could not adjust stimulation. The patient experienced numerous itb icons in the past (up to 8 reported including this event), with the most recent being on (B)(6) 2012. It was noted tha t the patient had not touched her programmer since the last itb occurrence and that the patient was unsure if they used their programmer prior to charging or after. It was also reported that the most recent itb occurred on both of the patient's implanted devices. The reporter later stated that, prior to the (B)(6) event, all itb icons received were on the right neurostimulator. These events were all cleared by a manufacturer representative. All of the itb icons occurred during the first programmer use following a recharge session. The patient charges her stimulation every day but does not use the patient programmer often. When she would increase or decrease stimulation following a recharge the patient would receive an itb icon. Additional troubleshooting of the antenna locator and the order of device operation indicated that something in the recharge process triggered these events. Further follow-up and troubleshooting will be performed. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Neurostimulator model 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger model 37752, serial# (B)(4), extension model 3708120, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer model 37743, serial# (B)(4), recharger model 37752, serial# (B)(4), extension model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. (B)(4).